Event description:
Radiographic evaluation has revealed an apparent separation of the fixation keel from the underside of the glenoid base. The implant has not been revised, therefore, the report is unconfirmed.

Manufacturer narrative:
The revision surgery is scheduled, awaiting confirmation and evaluation.